Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The product investigation laboratory (pil) visually inspected the bipap a40 and did not observe any issues. The pil tech reviewed error logs and noted the ventilator inoperative alarms did not show in the error log, but the alarm log display did capture them. It was also noted the error logs are corrupt. The device was tested on a mechanical quick lung for approximately 45 minutes without error. Pil tech removed the bacteria filter and inspected it. No foam or debris was observed in the filter. Unit operated without error or alarm. This unit has been scrapped and disposed of accordingly.